Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked. When the patient is given an indwelling needle and the core is withdrawn, if blood oozes from the end of the needle, immediately remove the indwelling needle and replace it with a new one.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4081479. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although your reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. Additionally, a trend has been identified in this product line, and efforts are being made to locate the source of this issue.

Event description:
No additional information.